Event description:
It was reported that a vns patient was seeking generator revision surgery due to an unknown reason. Patient clinic notes were received which indicated that "the patient has had numerous seizures since I saw him last; many of them behavioral." The clinic notes state that there were no additional events of increased seizure activity since this follow up visit and that the patient was not experienced any issues with his device. Follow up with the patient's treating vns therapy physician revealed that the patient would be undergoing generator revision surgery due to the end of service of his device and that no further information was available in regards to the patient's seizure activity.